Event description:
The user facility reported that four hospital technicians injured their backs when removing carts processed in the washer. The employees followed up with their personal physicians and two underwent physical therapy. The user facility declined to provide additional employee information, however, it was reported that all employees have returned to their normal work duties and are fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the washer and found it was operating properly; no issues were noted and the washer has remained in use. The technician noted the user facility was using non-steris carts which do not have sealed wheel bearings and there was no lubricant on the wheels. As a result of the unsealed wheel bearings, the lubricant was removed during washer processing cycles causing the wheels to not rotate freely and making it difficult to move the carts. The washer operator manual states (pp. 4-4): "caution- possible equipment damage: articles processed in the washer must tolerate temperatures and chemicals specified in this manual." Steris has not qualified these carts for use with the reliance 130 cart washer; the reported injury was not due to steris' equipment. The manufacturer of the processing cart has been notified of this event to make them aware of their reporting requirements. The user facility confirmed they have replaced all the wheels on their carts with sealed wheel bearings and also confirmed they will have facility maintenance personnel perform scheduled maintenance on the carts to ensure the wheels are functioning properly.